Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.3, lab: 3.4. Patient's therapeutic range: 2.0-3.5 inr. Patient has been stable for several years and has been testing at home for about 6 years now, but has had high results lately, which prompted the lab test. He had antibiotics about 6 weeks prior to testing on (B)(6) 2011, but none since then.